Event description:
Consumer's attorney claims his client was using the heating pad for neck pain and was laying on the heating pad when she fell asleep. She awoke to find a 3rd degree burn to her breast.

Manufacturer narrative:
Consumer fell asleep with the heating pad and was laying on the pad, both of which are direct violations of the instructions and warnings provided with sunbeam heating pads.